Event description:
The customer observed a lower calibration slope of potassium and an out of range low quality control levels after using the clinical chemistry serum ict calibrator, lot # 0505017. This occurred on the architect c8000. Performing the bleaching procedure did not resolve the issue. Using another ict calibrator with a different lot# generated values within expectations. There was no impact to pt management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.